Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a message indicating the voltage was too low for the projected remaining capacity. The patient reported the device had been emitting beeping tones for approximately two months. Left ventricular (lv) pacing impedance measurements were noted to be high and out of range. An invasive procedure was performed and this device was replaced. The lv lead was also surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage alert had been recorded. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.